Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient driveline cable became disconnected after the patient dropped the controller bag. The pump stopped and then restarted after emergency medical services retracted the driveline boot, reconnected the driveline, and restored the connection. The patient did not lose consciousness and was able to provide instruction. The patient was evaluated in the emergency department, where a vad coordinator examined the driveline boot and connector, retracted the boot to expose the connector, and tested the connection, which appeared intact. Also, during log file review it was revealed that there were low flow alarms and a vad disconnect alarm. The vad remains in use. No patient complications have been reported as a result of this event.